Event description:
Same case as MFR#:2134265-2010-03979. It was reported that during a coronary treatment procedure, the patient expired. The target lesion was located at a bifurcation of the left anterior descending (lad) artery. The physician cannulated the vessel and the remainder of the lad wasn't seen on angiography. A kinetix guidewire crossed the lesion and a 2.0x15mm apex balloon was advanced. However, the patient went into ventricular fibrillation and expired. Per the physician, the patient's death was unrelated to the guidewire and balloon; additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)